Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all of the pump supplies and did not observe any damage. The cannula was not kinked. After loading the new infusion set tubing, the customer reported air bubbles in the tubing. While disconnected from the pump, the customer was unable to prime out the bubbles and changed out the tubing for another one. Insulin delivery was resumed. The customer's blood glucose (bg) level was 425 -522 mg/dl. During troubleshooting for the air bubbles, the customer's insulin on board was incorrect as the customer had not used the fill tubing feature. Tandem technical support assisted the customer with calculating the correction bolus to address the high bg level.